Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 4. The drain volume was 4720 ml, tidal ultrafiltration (uf) volume was 2695 ml. This drain volume meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received at the (B)(4) facility operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The product analysis lab (pal) evaluated the device. Two instances of iipv (increased intra-peritoneal volume) were found in the logs. This is report 2 of 2. The pal did not confirm any failure or malfunction of the device that would have caused or contributed to the reported issues or iipvs found in the logs. A review of the previous service record, (B)(6) 2010, shows the device passed all required tests and calibrations prior to its release from the (B)(6) facility. No issues were identified that may have contributed to the issues of iipv. The device has not been previously returned for any issues related to iipv. The cause for the iipvs found in the device logs was determined to be insufficient drain, use error: tidal uf removal set too low. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).